Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe5745 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the device? Where were the suture/needle grasped during use? Please clarify; "the teflon part fell into the patient's ventricle." What part of the suture fell into the patient¿s ventricle? Did the suture strand break during the procedure? Did the needle break during the procedure? Were x-rays performed to localize the device fragment? Does a piece of the device remain retained in the patient¿s tissue? If the piece was retained, where is the piece located/in what structure? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent mechanical bentall surgery on (B)(6) 2019 and suture was used. The strand broke when the surgeon attempted to make a knot. The teflon part fell into the patient¿s ventricle. The surgeon attempted to find the teflon part several times with no success. The cell saver cup was disassembled in order to check if the teflon part was in it. The teflon part was still missing. The bentall surgery was completed with a double venous cannulation in order to open the atrium and check if the teflon part was presented. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/21/2020. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure not available. The diagnosis and indication for the index surgical procedure? Mechanical bentall. On what tissue was the suture used? Aortic ring. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What instruments were used to grasp the device? Needle holder, debaquey clamp. Where were the suture/needle grasped during use? At the body of the needle. Please clarify; "the teflon part fell into the patient's ventricle." What part of the suture fell into the patient¿s ventricle? Only the teflon, following the breakage of the thread in the middle by making the first knot. Did the suture strand break during the procedure? Yes. Did the needle break during the procedure? No. Were x-rays performed to localize the device fragment? No. Does a piece of the device remain retained in the patient¿s tissue? See initial description. If the piece was retained, where is the piece located/in what structure? See initial description. Other relevant patient history/concomitant medications not available. What is physician¿s opinion as to the etiology of or contributing factors to this event? Defective product. What is the patient¿s current status? The patient recovered from convalescence.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/19/2020. Additional h3 investigation summary: it was reported breakage suture. Four unopened samples of product code kv94, lot pe5745 were received for analysis. The product code is multi-strand and required ten strand double armed per packet (five white and five green). The complaint sample was not returned for evaluation. During the visual inspection of four samples, no defects were found on the packages. The samples were opened and contained ten strands (five white and five green), the swage and attachment area were noted to be as expected. The sutures were correctly placed on the folder; the strands were dispensed without problems and examined along of the strand, the pledged was correctly threaded on the suture and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.